Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2020-01358; 2938836-2020-01359it was reported that the complete system was explanted and replaced due to pocket infection. The patient was recovering.